Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the tri-color light emitting diode (led) does not display yellow color. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the tri-color led. With the led replaced and preventative maintenance completed, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.